Event description:
The customer reported that a patient underwent a revision of a restoration cone conical following a distal stem fracture as a result of a fall and was implanted with an alternative sized resortation cone conical. It is further reported that this stem was a revision stem which had been implanted to revise a peri-prosthetic fracture of a charnley stem. The customer states that the patient was overweight.